Manufacturer narrative:
Corrected data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later repositioned, but the problem was not resolved. In a separate visit a lens of the same model and size was exchanged but with a different power. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 3 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Device evaluation: h3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Additional information: h11: rotation/decentration/subluxation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
(B)(4). H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. See claim# (B)(4) for exchanged lens. See claim# (B)(4) for fellow eye.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. On a second visit the lens was repositioned, but this did not resolve the issue. On the third visit the lens was exchanged for a same model and size lens with different power. Work order search found no similar complaint types. It should be noted that the surgeon selected a different lens size than that suggested by the icl software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.